Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported was likely the result of aseptic (non-infected) tibial loosening, which led to wear and ultimate fracture of the tibial spine and pain. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00111, and 1038671-2019-00112. Section h11: corrections made in the following section(s): (g4) original awareness date was 7-jan-2019.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to pain. The surgeon thought that they may have a loose tibial component. After opening the joint the surgeon noticed that the poly insert¿s spine had broken off. The surgeon believed that this was due to the tibial loosening. One the surgeon removed the tibial component the surgeon re-cut the tibia to remove any existing cement. The surgeon then followed the technique to implant a new tibial component with the addition of a 14/40 stem, all of which the surgeon cemented in to place. The surgeon then trialed a 15mm ps insert. The surgeon thought that this insert gave the patient great stability. The rep then opened the insert and the surgeon implanted it. The surgeon then closed the joint. The patient left the operating room in stable condition.